Manufacturer narrative:
The connection involved in this issue was made by the customer using tubing and an oxygenator supplied separately within a custom heart-lung pack. Samples of the same type of tubing and oxygenator were used for testing. A circuit was set up using a venous reservoir, a roller pump and an oxygenator. The connections were not tie-banded. The circuit was left set up for 11 days and fluid was circulated for 6 hrs/day for 7 days, which far exceeds the recommended duration of use. The tubing was pulled tight to induce stress on the connections and the line from the arterial outlet was slightly clamped to increase pressure and cause the lines to pulsate. At no time during the lengthy testing did the connections leak or disconnect. The problem could not be duplicated. Since this tubing was mfg, the dimensional control on the tubing has been heightened. The instructions for use for smartxt tubing recommended the use of tie-bands. Those instructions for use have been recently updated to more clearly state the requirement and to depict the optimal location of a tie-band. However, since the cause for this incident could not be determined, it is unk whether these improvement steps are relevant.

Event description:
After being on bypass for an hour, the tubing came off the arterial outlet of the oxygenator. The tubing was not tie-banded to the connector at the time of the incident. Approx one liter of blood was lost. Add'l blood was required to compensate for the blood loss.